Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. The reported issue was duplicated during the investigation. The investigation determined that a corrupt printed wiring assembly was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The printed wiring assembly was replaced. A manufacturing DHR review was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device.

Event description:
Information was received indicating that during testing of this smiths medical cadd ms3 pump, the pump lost programming. No patient injury reported.